Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacture date ¿ ni.

Event description:
During a nailing procedure upon insertion of the connecting bolt, the threads stripped.

Manufacturer narrative:
Review of the certificates of conformance for the device indicates product was manufactured conforming to product specifications. Visual review of the returned device indicates damage to the distal threads. The threads were not dimensionally evaluated as there is damage. The complaint is confirmed as there is damage to the threads. Furthermore, it is believed that the device was conforming when leaving zimmer biomet control as the manufacturing records do not show otherwise. The root cause of the damage could not be confirmed as many events could lead to thread damage. Review of the complaint history identified no additional complaints for damaged threads on the connecting bolt for this lot.

Event description:
It was reported that during a nailing procedure, upon insertion of the connecting bolt, the threads stripped. No patient consequences were reported as a result of the malfunction and the case was able to be completed.